Event description:
Pt. Had fx. Humerus 3 yrs. Ago. Ender's rods placed. Failed to obtain union. Bone graft performed approx. 2 yrs. Ago. Has also tried electromagnetic stimulation and has had a humoral cast brace. C/o pain in left arm last few days. X-ray showed breakage of one of the ender's rods. Admitted for bone graft, onlay type, left humerus.